Event description:
Description of event according to initial reporter: I was at a conference where consultants were discussing memorable cases. One case which was presented, was a complication related to a celect platinum filter. This case occurred around 3 years ago. The consultant was deploying the celect platinum filter through the right common femoral artery. The initial arms of the filter deployed; however, the more proximal legs seemed to get stuck in the delivery system, leading to some force being applied to make the filter deploy. This then led to the filter being deployed wonky. Its unclear if at this point the filter hook and leg had perforated the ivc wall. Patient outcome: this patient then went to have surgery. Sometime after the surgery the patient complained about pain and it was clear from the follow up CT scans that both the filter hook and leg had perforated the ivc wall. I believe this filter has been left in the patient and they continue to experience pain likely as a result of the filter.

Manufacturer narrative:
Manufacturers ref# (B)(4). D4) catalog# is unknown but referred to as platinum celect filter. G4) similar to device marketed under PMA/510(k): k233680. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer¿s ref# (B)(4). Summary of investigational findings: a celect platinum filter was advanced through the right common femoral artery. The initial arms of the filter deployed; however the more proximal legs seemed to get stuck in the delivery system, leading to some force being applied to make the filter deploy. This then led to the filter being deployed wonky. It is unclear if at this point the filter hook and leg had perforated the ivc wall. The patient then went to have an unknown planned surgery. Sometime after the surgery the patient complained about pain and it was clear from the follow-up CT scans that both the filter hook and leg had perforated the ivc wall. It is believed that the filter was left in the patient and they continue to experience pain likely as a result of the filter. No filter or introducer system was returned and no imaging was obtained. Therefore, the exact reason for the difficulties encountered during attempt to advance the filter through the sheath and release it from the femoral introducer cannot be determined. However, based on the information provided it is suggested that some force reportedly applied to advance/release the filter may have affected the filter orientation and caused it to perforate the ivc wall during placement, if perforated prior to the planned surgery. There are adequate controls in place to ensure that this type of device is manufactured to specifications. Cook was unable to conduct a review of the device history record, as the lot number of the complaint device was not provided for the investigation. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.